Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2013. (B)(4).

Event description:
It was reported that the patient was experiencing chronic intermittent pns (phrenic nerve stimulation) / diaphragmatic stimulation due to the left ventricular (lv) lead. The lead was replaced. No further patient complications have been reported as a result of this event.